Event description:
The report received indicated that during a percutaneous procedure to treat a restenosis of a cypher stent previously implanted in the mid left anterior descending; the physician was delivering the 3.00 x 18 mm cypher stent; however, the device got stuck with the proximal end of the previously implanted cypher stent; the device could not be withdrawn or move forward toward the target lesion, as a result the stent was implanted in a non-stenotic lesion proximally to the target lesion. Therefore, to treat the target lesion, additional pre-dilation was conducted at 20 atmospheres, another guide wire was advanced for support and a 3.0x13mm cypher stent was implanted successfully. As indicated the target lesion was an in-stent restenosis of a cypher stent. However, there is no additional info available pertaining to the product or the stenting procedure. The lesion presented 90% stenosis and the vessel was heavily calcified and moderately tortuous.

Manufacturer narrative:
During an attempt to treat an in-stent restenosis of a cypher stent, a physician was unable to advance a 3.0/18mm cypher through the old stent when it "became stuck with the proximal end of the previously implanted cypher". The physician chose to implant the stent where it was, outside the lesion. Absolutely no details were available regarding the initial procedure, including the size of the originally implanted cypher. At the time of re-treatment, the target site was described as heavily calcified and moderately tortuous with 90% stenosis. After additional predilation and use of a 2nd guidewire to increase support, the physician was finally able to implant a different cypher (3.0/13mm) at the site. No patient injury occurred. The product was not returned for analysis. A review of the manufacturing records for the known lot number indicated that the product met quality requirements for product acceptance. The extended DHR review indicated that the crossing profile test results were accepted according to specification. Difficulty delivering devices is a potential complication associated with coronary artery stenting. Review of the limited info available suggests that vessel/lesion characteristics may have contributed to these events. This device is distributed outside the united states; however, it is similar to the cypher coronary sds/stents distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing numbers: 9616099-2008-01754 and 9616099-2008-01756.